Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports of defib disabled and failed defib self test were observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and defib functional stress testing on a simulator without duplicating the reports. The processor/bridge/pace board was replaced as a precaution. The customer's report of failed pacer self test was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and pacer functional stress testing without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device failed self-test for defib and pacer functions and displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.